Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for a device upgrade, the physician noted that the left ventricular lead exhibited an insulation abrasion. The lead remains implanted. The patient would be monitored.